Event description:
Fissure fracture occurred as fossa intercondylaris when the doctor was using im hole locator during surgery. No additional procedure was done to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.